Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 462mg/dl. It was reported that the customer attempted to bolus and the insulin did not flow. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. The high pressure test was not performed because the hemostat clamp was not available at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.